Event description:
Patient reported against left device "bilateral pain", ¿left side implant seems smaller, feels softer than right side¿, and ¿doctor did not exchange with new devices, but instead just took the implants out, revised the pockets and put the same implants back¿. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.